Manufacturer narrative:
Continuation of medical devices: 429688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected right atrial (ra) lead undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.